Event description:
Customer reported via phone call to have been in a vehicular accident and was taken to the hospital. Customer's blood glucose was 20 mg/dl. Customer reported of not knowing what caused low blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.